Event description:
It was reported that during the implant procedure, there was consistently low sensing numbers on the right ventricular (rv) lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).